Manufacturer narrative:
The user reported experiencing a heart attack and was hospitalized on (B)(6) 2025, during which they were diagnosed with congestive heart failure and a myocardial infarction. At the time of the call, the user stated they were feeling weak. The event was determined to be unrelated to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information; however, the system remains in the initialization phase as the user has not yet been able to complete calibration due to the hospitalization.

Event description:
Senseonics was made aware of an incident where user reported experiencing a heart attack and was hospitalized on (B)(6) 2025, during which they were diagnosed with congestive heart failure and a myocardial infarction. At the time of the call, the user stated they were feeling weak. The event was determined to be unrelated to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information; however, the system remains in the initialization phase as the user has not yet been able to complete calibration due to the hospitalization.